Event description:
Per the clinic, the patient experienced intermittencies, performance decrement and poor speech perception which leads to no sound from the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.